Event description:
A zenith thoracic device was implanted under the provisions of special access programs in 2007. In 2008, the physician reported to cardiothoracic surgeon that the device caused a proximal dissection. Films show that there is a dissection at the proximal part of the stent, which has been placed distal to the left subclavian artery.

Manufacturer narrative:
Event evaluation: upon reviewing the original CT before the stent graft placement, it looks as if the tear was up to the subclavian artery at that time. The physician wondered whether a barb of the device made the entry tear longer causing the tear to look new. Based on the original CT images, the 3d images were organized, and from those images it appears that the original proximal dissection/tear was not completely covered by the stent graft. However, it has been described that failure to cover the proximal entry tear by inadvertent distal endograft deployment can lead to retrograde aortic dissection, which may result in ascending and aortic arch dissection. Furthermore, we can advise that no incident describing the post-implanted aortic dissection has been reported, and that no trends requiring/warranting any corrective action have been noted in relation to cook zenith tx2 endovascular grafts.